Manufacturer narrative:
(B)(4). Investigation summary: the analysis found that one ec45a device was returned with no apparent damage and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. He batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a lap appendectomy, the surgeon was using the manual echelon 45 and after the firing took place, the surgeon was unable to get the jaws to open and remove the device from the patient. It is unknown how the device was removed from the patient, but the device was removed. It is unknown how the case was completed. There were no patient consequences reported.